Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead was returned severed at 464 milliliters from the terminal pin. Only the proximal segment was returned. A thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations with the returned portion of the lead.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that three to four days post implant, the patient started to experience pain with threshold testing. Several weeks later the patient was admitted to the hospital and a chest tube was placed. Upon interrogation that night the r-wave amplitude was low and there was no ventricular capture. It was found that the right ventricular (rv) lead had perforated. The following day the patient was brought to the operating room and a new rv lead was successfully implanted in the septum. A thoracotomy was performed and it was found that 6.25 centimeters of the rv lead was outside of the heart. The rv lead was cut and the physician sutured and cryoablated the hole. The patient was placed back in a supine position, the pocket was opened and the proximal portion of the rv lead was explanted. No additional adverse patient effects were reported.